Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 570 mg/dl on their blood glucose meter. The consumer immediately tested again using the same meter and test strips getting a result of 254 mg/dl. During the call to customer support, the consumer stated having control tested her test strips when they were opened and the test strips control solution fell into range. Another control solution test was performed while troubleshooting showing the test strips to fall in range. The difference in the customer's readings was determined to be clinically significant. The test strips will be returned for eval.